Manufacturer narrative:
Analysis of the lead (lot# va0mtgs) found the lead distal end was bent new out of the box.

Manufacturer narrative:
Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that there was a bent lead tip that was observed at contact 0 upon removal from the packaging and prior to implant. This had occurred during the procedure and the lead was not used, a different product was used. The issue was resolved but the cause was not determined. The lead was going to be returned. The patient had not been affected in anyway. This had been during a stage one surgery.